Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. No assistance was needed from a third party. Technical support instructed the caller through multiple steps to address the recurring occlusion alarm, ultimately resolving the issue by having the customer replace necessary supplies and resume insulin.